Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector pins were broken. Conclusion code applies to the implantable neurostimulator (serial number (B)(4)) and conclusion code applies to the desktop charger (serial number (B)(4)).

Event description:
The consumer reported that the desktop charger had a broken connector pin on (B)(6) 2016. The implant was depleted on (B)(6) 2016. A replacement was sent. The indication for use was complex regional pain syndrome type I. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.